Event description:
It was reported the patient had no stimulation sensation and never had therapeutic effect from the device. It was noted the patient also had constipation. The patient had had a successful trial experience though. X-rays were taken and the results showed everything was normal. However, later it was reported the lead had moved and needed to be revised. The lead was explanted and replaced, and afterwards the patient seemed to be doing well. The patient felt stimulation in the appropriate places.

Manufacturer narrative:
Lead model 3093-28, lot# v813549, implanted: 2011 (B)(6), explanted: 2012 (B)(6), programmer model 3037, serial# (B)(4). (B)(4).

Manufacturer narrative:
Continuation of d11: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID (B)(4) lot# (B)(4) serial# implanted: (B)(4) 2011 explanted: (B)(4) 2012 product type lead product ID (B)(4) lot# (B)(4) serial# implanted: (B)(4) 2011 explanted: (B)(4) 2012 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that they noticed immediately after the device was implanted that they were constipated. After repositioning leads, constipation improved. It was noted that patient was also experiencing stimulation on their backside with their first device on program 4. No further complications were reported.